Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-13906. It was reported that the pacemaker exhibited elective replacement indicator (eri) prematurely. It was unknown whether this was due to premature battery depletion or a longevity estimation issue. It was noted that on (B)(6) 2020 the longevity estimate was 10 months until eri. It was also noted that the left ventricular lead exhibited chronically high capture thresholds. The pacemaker was explanted and replaced. The patient was in stable condition.